Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout, the superior vena cava (svc) coil impedance on the right ventricular (rv) lead was high and undefined when measured through the new device. When previously measured through the old device, all measurements were normal. When measured with the analyzer, the impedance was greater than four thousand ohms. The lead was subsequently programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.